Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts distorted, lifted from the stent profile and stretched distally on the over the bumper tip. No damage was noted on the first four rows on the proximal side, however the stent was found to have moved proximally on the outer. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved proximally on the balloon however crimp markings were evident on the balloon wall indicating good crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile and the outer and mid-shaft section of the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x38mm promus premier¿ stent was selected however, when the distal protector was removed, it was noted that the stent was crimped. The device did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x38mm promus premier¿ stent was selected however, when the distal protector was removed, it was noted that the stent was crimped. The device did not enter the patient's body. The procedure was completed with a different device. No patient complications were reported.